Manufacturer narrative:
Device received with detached end cap. Device passed idle current test and run current test. Unable to perform self test, off no power test and displacement test due to detached end cap. Device had no blank display noted. No moisture damage or damage on electronics noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. The customer will not return insulin pump for analysis.